Event description:
It was reported that upon prepping the catheter, the staff noticed that the tip was broke inside the balloon. The device was discarded, and another catheter was used. No patient complications were reported.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.